Event description:
A customer reported a malfunction on the pump, identified by malfunction code 12, though no notable events occurred prior. There was no adverse impact to the customer's blood glucose level. Initially, the customer was unable to reset the pump despite receiving reset instructions from technical support. Upon a follow-up call, technical support assisted the customer in successfully resetting the pump, and the malfunction did not recur. The customer was instructed to continue using the pump and advised to contact support again if the issue reappeared, which the customer acknowledged.